Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000054527.

Event description:
It was reported the patient had a fractured lead. As a result, the patient's system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.